Manufacturer narrative:
Follow-up # 1 (09/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a short. A secondary issue was also noted, the meter was found to have a resistor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint on (B)(4) 2011 but have not completed device evaluation. Once lifescan obtains additional information, a supplemental report will be submitted.

Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter was not powering on. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.